Event description:
It was reported by the customer, a long black hair on top of the blue drape. Additional information received 5/23/2024: it was reported there was no harm to the patient as it was noticed right away and not used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer, a long black hair on top of the blue drape. Additional information received 5/23/2024: it was reported there was no harm to the patient as it was noticed right away and not used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material within the packaging was inconclusive due to the sample condition. A single photograph of a PICC insertion kit was returned for evaluation. The kit tray, wrapped in the csr wrap, had been removed from the kit pouch. A fiber or fiber-like material was visible on the outside of the csr wrap. The fiber was long, dark, and tangled; the fiber was consistent with the report of a hair in the kit. As the sterile barrier on the packaging had been opened, it could not be independently confirmed if the foreign material had been packaged in the kit or if it was introduced into the tray after opening the kit. A review of the manufacture quality and inspection records for the implicated product batch indicated no issues potentially related to product manufacture, assembly, and packaging. Manufacturing controls are in place to mitigate the occurrence of this type of failure. This complaint will be recorded for future trending and monitoring purposes.